Manufacturer narrative:
The insulin pump passed the displacement, operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. However, the insulin pump alarmed with a radio frequency error during the self test due to a faulty component on the reference board. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed with a radio frequency error alarm. The patient's blood glucose at the time of incident was 116 mg/dl. Troubleshooting was initiated for the radio frequency error alarm. A normal bolus was programmed into the air and the bolus amount was recorded in the bolus history. A temp basal was not programmed before the alarm occurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.